Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 70 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The sensor was returned for analysis.